Event description:
Same patient as MFR report #6000089-2007-00919. It was reported by the patient that following a coronary artery drug eluting stenting treatment procedure an allergic reaction occurred. The patient had a 2.75x12mm taxus express2 implanted to treat an unspecified lesion. The patient reported, that she "recently had mini-stokes and hemorrhaging behind her right eye". She also reported, that she is "bloated all the time" and that "this all happened since the stent was put in". Additional information received from the patient's healthcare provider report, that the patient "thinks she has had a systemic allergic reaction to stent or stent materials" it was also reported, that the patient has "multiple" symptoms. The healthcare provider also reported, that the relationship to the taxus stent is unknown as it is difficult to determine whether the stent is responsible for the symptoms or if possibly other factors are contributing to the reported symptoms.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.